Event description:
The report indicated that the customer was getting ready to go to school when the pod initiated an occlusion alarm. In addition, high bgs were experienced (greater than 250 mg/dl). No blood was seen in the cannula, nor was a kink reported. The pod will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.